Event description:
Reporter alleged obtaining discrepant blood glucose results of 597 mg/dl back to back with a result of 114 mg/dl when testing was performed 3 minutes apart on the aviva system. Reporter stated, he was not experiencing any hyperglycemic symptoms after the first test and had no hypoglycemic or hyperglycemic symptoms after the second result was taken. No report or actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.